Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 with a nasopharyngeal sample. Pcr confirmation testing was performed with a nasopharyngeal sample and generated a negative result. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000.